Event description:
It was reported, the patient presented heard an alert tone and presented to the emergency room for evaluation. It was discovered that the right ventricular (rv) lead exhibited high and varying impedance on the rv coil. The patient was later seen in the clinic and noise and undersensing were observed. A fracture was suspected. The rv was reprogrammed and was later explanted and replaced. It was noted during the replacement procedure under fluoroscopy that the proximal portion of the lead was folded back on itself at an acute 180 degree angle. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analysis revealed the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).